Event description:
It was reported that the battery compartment was damaged. The customer returned the product for the damaged battery compartment, and during physical inspection it was found that the downstream occlusion (dso) sensor was lifted. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have no errors in the ehl. The pump was found to have a downstream occlusion (dso) sensor seal that was lifting. After investigation the results indicated a reportable malfunction due to the lifted dso seal. The manufacturer representative replaced the dso sensor, updated software, and the pump passed all functional tests and performed as intended after repair.